Event description:
Laboratory performed psa testing on the dimension rxl. Result was 10.2 ng/ml, repeated 10.9 ng/ml. Sample was tested on alternate analyzer and produce result 1.3 ng/ml. Dade behring inc. Received sample and on 11/13/00 confirmed lower result - 1.16 ng/ml with an alternate lot of reagents formulated to reduce non-specific binding. Concluded patient sample contained hetrophilic antibody that caused non-specific binding and elevated the result. There were no adverse patient consequences.